Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. The impedances rose gradually until becoming out of range at greater than 125 ohms. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. The impedances rose gradually until becoming out of range at greater than 125 ohms. At this time, the system remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was surgically abandoned and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures additional information of surgically abandoned lead and impact on the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.